Event description:
It was reported that immediately after an angio-seal device was deployed, the patient complained of abdominal pain. An angiogram was performed from the contralateral groin site which revealed forceful bleeding from the posterior femoral artery puncture site which was above the inguinal ligament. The patient's pressure dropped and heart rate increased. An unsuccessful attempt was made to close the puncture site with a balloon catheter, and eventually a s.m.a.r.t. Stent (cordis) was inserted which stopped the bleeding. The patient required a blood transfusion and monitoring, but was reported to be recovering without further consequence.